Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, an error message was received halfway through the procedure indicating that there was an electrical current error. Fluoroscopy revealed that the guidewire was not prolapsed and the array appeared normal. Initial troubleshooting involved unplugging and reconnecting the cable, replacing the cable, and power cycling the generator, but these steps did not resolve the issue. Technical services were contacted, and it was advised to replace the catheter. The catheter was replaced, and the case was completed successfully with no injury to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the pscc100 loop catheter with lot number 0012446752 were returned and analyzed. One log file was received and recorded on the reported date of the event. Log file firmware error_20241112.4 showed overcurrent error. Log file (B)(4) showed current error 2000 (that there was an electrical current error). Visual inspection of the catheter was performed. The catheter appeared intact without any visible issues. No additional visual anomalies were detected. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was connected to a test catheter interface cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The catheter was reprogrammed before connection to the generator via a catheter interface cable and failed ablation testing due to error code 2000. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. X-ray imaging revealed entangled electrode wires throughout the length of the shaft. Optical inspection revealed kinked and charred electrode wires after dissection. In conclusion, the loop catheter failed the returned product inspection due to kinked and charred electrode wires, and entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.